Manufacturer narrative:
(B)(6). The lot was manufactured july 24, 2017 - july 25, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused. The device was empty before the required 48 hour infusion time. This was identified during patient infusion at the hospital. The device was filled with 4800mg of fluorouracil with a 1mg filter spike diluted in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.